Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device was overheating. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was overheating was not confirmed. There, an assignable root cause could not be determined. However, during evaluation it was found that the device made an unusual noise and failed the thermistor assessment. During repair it was observed that the bearings were worn out causing the unusual noise. It was also noted that the flex circuit was worn out and cracked causing the failed thermistor assessment. The assignable root cause for these conditions was determined to be component damage due to normal wear over time. The failure was caused by worn out components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.